Event description:
Info received indicates the head section would not lower and is stuck in the raised position.

Manufacturer narrative:
The tech found that the gas cylinder was broken at the frame and would not allow the head section to lower due to no tension on the release mechanism. He replaced the gas cylinder to repair the bed.